Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 5.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.